Event description:
It was reported to nova biomedical that a consumer performed two different sets of back-to-back tests getting the following results 224 and 449 mg/dl on their blood glucose meter. Several hours later, the consumer performed another set of back-to-back tests getting the following results 349 mg/dl and 75 mg/dl. During the call to customer support, the consumer control testes their test strips when they were opened and the test strips control solution fell into range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.